Manufacturer narrative:
(B)(4). Evaluation summary: one unused sample was received in an opened pouch, un-primed for evaluation. Visual inspection showed that, there is a piece of burned/chard plastic lying on one of the y site interlink septums. The reported condition, therefore, was confirmed. However, the root cause could not be determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
The customer reported to baxter (B)(4) of a interlink dual lead catheter ext set in which particulate matter was found in the y connector of the set. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.